Event description:
It was reported to philips that the cable failed while in use on a patient. A short has been detected between a lead wire and ground. Patient involvement was noted, however, there were no reported adverse effects.